Event description:
Balloon burst.

Manufacturer narrative:
The instruction for use states: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Caution: do not exceed the rate burst pressure. A syringe with pressure gauge is recommended to monitor pressure. Pressure in excess of the rated burst pressure can cause balloon to rupture and potential inability to withdraw the catheter through the introducer sheath. This type of complaint will continue to be monitored for trends. No further action at this time.